Event description:
In 06, the lay user/pt contacted lifescan (lfs) alleging the one touch basic enhanced meter was powering off during use. The medical affairs specialist (mas) spoke with the pt 6 days later to obtain and verify info. 7 days later before bedtime the lay user was experiencing the symptoms of tightness of the side of her head and shaking. The pt obtained a blood glucose result of 599 mg/dl on the reported meter. The pt did not treat herself, and contacted emergency services. The following day at 12:30 am the paramedics arrived and attempted to test the pt's blood glucose level with the reported meter, but it powered off during the test. The paramedics did not retest the pt's blood glucose level. The pt also had elevated blood pressure and a rapid heartbeat. The pt was transported to the emergency room, where she was treated with intravenous fluids and diagnosed with dehydration and hyperglycemia. She was discharged from the emergency room six hours later. The day before the event, the pt had taken her normal meals and medications. The pt takes the oral diabetes medications glucophage (metformin) 1000 mg pill twice per day, and avandia (rosiglitazone) 2 mg twice per day. The customer care advocate (cca) determined the pt had recently replaced the batteires and the battery contacts were in good condition. The power issue was not resolved during troubleshooting. The meter, test strips and control solution were replaced. The medial professionals were unable to obtain a blood glucose result while the pt was hyperglycemic. She later received medical attention. Therefore this complailnt is being reported as an adverse event.